Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. Without the actual device available for evaluation the cause of the event could not be determined from the information available. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a hammertoe correction procedure, the surgeon prepped the patient's bone using proper technique using the disposable kit. When he went to insert the 20mm retrofusion screw, the screw broke in half. The tip of the screw was retrieved and a coring reamer was used to expose enough so that the surgeon could grab the screw with pliers and twist the body of the screw out. Bone grafting and a k-wire were used to complete the case with no adverse effect to the patient.